Event description:
1991 - pt had rt mastectomy and reconstruction with saline implant under the muscle followed by radiation therapy. Pt now has thin skin secondary to radiation changes in chest. Also axillary contractures and scarring secondary to mastectomy and radiation. 9/28/99 pt underwent right capsulectomy and removal of intact saline implant. Right breast reconstructed with 600cc mcghan tissue expander filled with 250cc nacl.